Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit received with partial display due to cracked liquid crystal display glass. Unable to perform functional test including self-test and displacement test due to partial display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump display had broken and there was a spot of ink. The customer¿s blood glucose was unknown. The troubleshooting was not performed. The insulin pump will be returned for analysis.